Manufacturer narrative:
Following the evaluation of the device, the fse replaced the da pcba to resolve the problem. Solenoid 3 and 4 were replaced as preventative measure. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The data acquisition (da) pcba was received for failure investigation. The out of specification u6 in the da pcba generated the pressure accuracy test to fail.

Manufacturer narrative:
Report date: 08jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device was showing failure pressure sensor. This issue was found by the biomed during testing of the device. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer has a v60 showing failure pressure sensor. He stated code 110a is in the significate log. The rse recommended the replacement parts sol 3, sol 4, and data acquisition pcba, and dispatched a philips field service engineer (fse) to the customer site to provide additional assistance. The investigation is ongoing.